Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder (aso) was selected for implant. When the device was deployed, the device had a cobra formation. The device was removed and another 20mm aso (lot # 5342449) was implanted. The patient was hemodynamically stable during the procedure with no significant procedural delay. The patient is stable. There were no patient consequences reported.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.